Event description:
It was reported that; the customer reported that the implanted cage need to be reoriented as it was inserted too far . The surgeon reported that he used the inner fixing shaft to get the cage out. During this the handling the cage allegedly broke. He managed to get the other piece out of the patient and replace the broken cage by another cage of the same range. There were no adverse consequences for the patient .

Manufacturer narrative:
Method: device history review and device evaluation.results: no relevant manufacturing issues were identified as all units met stryker specifications. The device was inspected and the implant was confirmed to be fractured into 2 separated pieces. The leading bullet nose edge of the implant is significantly scratched/deformed indicated that the implant experience significant force during insertionconclusion: the plausible root cause of the reported event user related. Specifically excessive force during insertion/rotation of the implant.

Event description:
It was reported that; the customer reported that the implanted cage need to be reoriented as it was inserted too far . The surgeon reported that he used the inner fixing shaft to get the cage out. During this the handling the cage allegedly broke. He managed to get the other piece out of the patient and replace the broken cage by another cage of the same range. There were no adverse consequences for the patient .